Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three photos of a device. The visual inspection of the returned photos noted the first photo depicts the product in a plastic bag. The second photo depicts the display box product ID label. The third photo depicts the front of the display box and the instrument in a plastic bag. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. When trying to articulate the stapler, the articulation lever broke off. Articulation lever broke off. When using the clip applier the surgeon could not squeeze the handle and there were issues loading and firing the clips. There was no patient involvement.